Manufacturer narrative:
Neither the catalogue numbers nor the lot numbers were available thus neither DHR nor failure analysis could be completed. Rupture of the target aneurysm is a known potential adverse event associated with stent-assisted coil embolization procedures and both the enterprise vrd and codman coil IFU¿s list damage to vessels and rupture of structures as potential events. All products undergo a 100% inspection prior to release for marketing. Review of the information suggests that patient anatomy, target site characteristics and procedural factors may have contributed to the reported event.

Event description:
The contact from the facility reported that the enterprise stent (details unknown) was in place at the basilar artery during an emergent procedure and the physician believes the unknown codman coil (details unknown) caused a rupture in the artery. The patient passed away. The patient's vessels were not tortuous or calcified. The diameter of the parent vessel was 3.5mm. The aneurysm was 1.7mm in diameter and the neck was 4mm wide. The patient was admitted to the hospital after suffering from sudden onset of severe neck pain extending up into the occipital lobe to her head. This was associated with severe headache, abdominal discomfort, nausea, and multiple episodes of emesis. After the initial presentation the patient developed bilateral palsy. During the procedure the patient's blood pressure was reported as elevated by the anesthesiologist. An angiography demonstrated aneurysm rupture. It was clear that the rupture occurred during the coiling process. The aneurysm was not previously ruptured. To treat the rupture a right external ventriculostomy catheter was placed through a right frontal twist drill using sterile technique, protamine and platelet transfusion was given. During the procedure intravenous heparin and intravenous integrilin were also given. Upon return to the ICU, the patient did not have a cough, corneal, or gag reflexes. The patient was pronounced dead 35 hours after initial presentation. There was no difficulty using the enterprise stent during the procedure. The stent fully expanded and there was good wall apposition between all areas of the stent and the vessel. There was no resistance through the microcatheter with the stent or the coils.